Event description:
It was reported that during a suture of the appendical stump procedure, a metallic piece of the first cartridge broke off and fell into the abdomen. The metallic piece was retrieved. The surgeon used a second cartridge. During this use, the second cartridge undocked from the device. It was subsequently retrieved from the patient¿s abdomen. The intervention was prolonged for an unknown time and it was necessary the patient had an x-ray. The patient is stable. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how long was the procedure prolonged? About one hour / one hour and ten minutes was there any patient consequence or change in the post-operative care of the patient as a result of the event? The patient needed of intraoperative rx abdomen. But she hasn't had any problem after the operation. She was discharged in the regular time. No post-operative complication was observed. How were the items retrieved from the abdomen? We saw the metallic piece during the operation, on the mesocolic fat, along the way from appendix to the operative trocar. It was an occasional discover. With the retrieval of the metallic item we start to look for other metallic part loose in the abdomen until we figured the cause of the incident. We observed all the used cartridge and found the first with a little metallic piece missing....the same that we retrieved in the patient's abdomen. No other part was missing, so we stopped to search for other mechanical parts in the abdomen and complete the operation. All these operations taken about one hour of operative time.

Manufacturer narrative:
(B)(4). Batch # h50d59. Pan, lockout spring tab. Conclusion: the analysis showed that the 6r45b cartridge was received. The reload was received fully fired and with the pan bent and damaged at proximal end. In addition the lock out spring was noted to be missing. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to become damaged or the lockout spring tab to be out of position. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.